Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that this patient implanted with this product exhibited an infection. The patient had an area of red, broken skin-weeping directly below the pocket. In addition, the pocket site was swollen. The patient was treated with antibiotic cream and new clean dressings were applied. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.